Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. According to previous investigations, white residues could be products that contain silicone that can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device air/water cylinder and tube had foreign objects. There was no patient involvement.